Event description:
The faciltiy representative contacted baxter on (B)(6) 2010 to report that a basal/bolus infusor had an overinfusion observed during the patient use at the hospital. The actual flow rate was 100ml/14hr. The total fill volume was unknown. The temperature was 33. It was connected to a catheter. No patient, adverse event, injury or medical intervention is associated with this report. There is no further complaint information available.

Event description:
It was confirmed that there was no second filter inserted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause was user error.